Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated she had a call doctor screen on both her patient programmer (pp) and recharger screen. The rep will be seeing the patient on monday at nine to evaluate the issue. No further complications were reported. No patient symptoms were reported. Additional information was reported that the rep had reset the patient's device and the power on reset (por) message was cleared. The issues were resolved. No further information was reported.